Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The event can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water nozzle and white foreign material in the auxiliary water channel. There was no patient involvement.